Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic tore while advancing. The lens was not implanted and there was no patient contact or injury. The model and lot numbers of the cartridge and injector are unknown.